Event description:
It was reported that during a carotid artery stenting treatment procedure the stent did not fully appose to the vessel wall. The target lesion being treated was located in the internal carotid artery (ica) into the common carotid artery. A 30mm adapt stent delivery system was advanced to the ica and the stent was deployed. The stent did not fully expand into the wider portions of the lesion and was "sticking out" from the ica. Post-dilation was performed with an unspecified balloon catheter. The procedure was completed with this device. No patient complications were reported and the patient's status is stable. Additional information has been requested and is not available. This product is only ous approved but it is similar to an approved us device.

Event description:
It was reported that during a carotid artery stenting treatment procedure, the stent did not fully appose to the vessel wall. The target lesion being treated was located in the internal carotid artery (ica) into the common carotid artery. A 30mm adapt stent delivery system was advanced to the ica and the stent was deployed. The stent did not fully expand into the wider portions of the lesion and was "sticking out" from the ica. Post-dilation was performed with an unspecified balloon catheter. The procedure was completed with this device. No patient complications were reported and the patient's status is stable. Additional information has been requested and is not available. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Corrected: upn- search was changed from 'm001552020 - f/g adapt sds, ous 30mm - 55-202' to 'm001552040 - f/g adapt sds, ous 40mm - 55-204.' Corrected: catalog/model # was changed from 55-202 to 55-204. (B)(4).